Manufacturer narrative:
Complete entry for section a1 - patient identifier: (B)(6). Complete entry for section e1 - phone number: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false reactive alinity I cmv igg results on the alinity I processing module, serial number (B)(6). The result did not match history so was not reported and repeated. The sample repeated with nonreactive results. The following data was provided: sid (B)(6), initially processed (B)(6) 2025 on serial number (B)(6) result = 145 au/ml repeated on serial number (B)(6) result = 0.07 and 1.0 au/ml. Cmv igg interpretation of the results: < 6.0 au/ml non-reactive = 6.0 au/ml reactive no impact to patient management was reported.

Manufacturer narrative:
The alinity I processing module, serial # (B)(6) was evaluated and field service performed troubleshooting of the analyzer including cleaning and replacement of analyzer parts. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The instrument service history review revealed no additional complaints associated with the customer reported event. A review of tracking and trending did not identify an increase in complaint activity for the alinity I processing module with regards to the customer reported event. A review of the manufacturing documentation did not identify any issues for the alinity I processing module as it relates to the customer reported event. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified for the alinity I processing module, serial # (B)(6).

Event description:
The customer observed false reactive alinity I cmv igg results on the alinity I processing module, serial number (B)(6). The result did not match history so was not reported and repeated. The sample repeated with nonreactive results. The following data was provided: sid (B)(6) initially processed (B)(6) 2025 on serial number (B)(6) result = 145 au/ml repeated on serial number (B)(6) result = 0.07 and 1.0 au/ml. Cmv igg interpretation of the results: < 6.0 au/ml non-reactive = 6.0 au/ml reactive no impact to patient management was reported.